Event description:
During a zephyr valve procedure, a zephyr 5.5 edc was used to size. It was noticed that one of the sizing wings was sheared off and small fragments of it could be seen inside the patient. The sheared wing was retrieved. A new 5.5 edc was used instead without issue. Product was disposed of and not returned to pulmonx.